Manufacturer narrative:
The subject nail removal was completed with no issues, and the nail was sent to medshape for inspection. It is noted that the as-received condition of the nail may differ somewhat from the condition of the nail when removed from the patient. A photographic assessment of the nail and associated components was conducted. A device history record review was conducted on the subject lot. All requirements related to product manufacturing, assembly and packaging were met. No prior complaints of feedbacks were identified pertaining to the subject lot. The sales rep was contacted to obtain additional information from the operating surgeon related to the subject case as well as associated patient imaging. There is a warning in the package insert that infers this type of event can occur: section 4, "warnings," includes the following statement: "the dynanail ankle arthrodesis nail is intended to facilitate healing but is not designed to support the patient's body weight in the presence of a delayed union or nonunion of bone. Until firm bony union is achieved, the patient should employ adequate external support and restrict physical activities that would place stress upon the implant or allow movement at the site and delay healing. Therefore, it is important that immobilization of the site is maintained until firm bony union (confirmed by clinical and radiological examination) is established. Failure to immobilize the ankle during healing may result in bending and/or breakage of the device and/or failed fusion." Further, section 6 of the package insert, "potential adverse effects," states that "adverse effects resulting from the use of the dynanail ankle arthodesis system include cracking or fracture of the implant components," and that such effects "may necessitate reoperation, revision or removal surgery." Based on the information provided, the exact root cause of the incident could not be determined. Based on the overall extremely low complaint rate for this failure, at this point in time, no further action is warranted, and corrective action is not indicated. Medshape will continue to track any related complaints within this device family, including one previous similar MDR from 2015, as means of monitoring the extent with which this complaint is observed in the field. Should additional information be received, the information will be reviewed and the investigation re-opened as necessary. He investigation re-opened as necessary.

Event description:
Medshape was notified by a sales rep user regarding a patient who experienced a fracture of a dynanail post-implantation.